Manufacturer narrative:
Analysis was able to confirm the reported broken output connector. Analysis also noted that there was a screw snapped off in the upper case, the hanger was missing, the hanger o-ring was missing, the keypad window was scratched, one tube was missing, all encoder nuts are loose, the atrial output nut was loose, one case screw was missing, and three case screws were damaged. Analysis also noted that there was evidence that someone disassembled and reassembled the device. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial connector was broken and the pacing wire would not stay in the connector. The epg was returned for repair. There was no patient involvement.